Event description:
We received an allegation of questionable results for 2 patient samples tested with the elecsys tsh reagent on a cobas e 411 immunoassay analyzer. On (B)(6) -2022 patient 1 initial tsh value was 3.19 uiu/ml. On (B)(6) -2022 a new sample was collected from the patient. The result from a different analyzer was 1.43 miu/l. On (B)(6) 2023 patient 2 initial tsh result was 4.39 uiu/ml. On (B)(6) 2023 a new sample was collected from the patient. The result from a different analyzer was 2.96 miu/l. The questionable results were reported outside of the laboratory. The tsh reagent lot number used on (B)(6) 2022 was 627442. The expiration date was not provided. The tsh reagent lot number used on (B)(6) 2023 was 660341. The expiration date was not provided.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found a sample/reagent probe low liquid voltage was misadjusted. The fse adjusted the sample/reagent probe low liquid voltage. He also decontaminated the instrument. No further issues were reported afterwards. The service actions (adjusting the sample/reagent probe low liquid voltage) resolved the issue.

Manufacturer narrative:
The calibration trace signals were within expectations, but a single rack pack showed calset signals were out of range. Qc was performed on (B)(6) 2022 and was acceptable. The alarm trace showed alarms of: sample could not be processed. The measuring cell and the kit maintenance require replacement. The customer found out that the centrifuge settings were wrong according to bd specifications and they had corrected them. The investigation determined that a general reagent problem can be excluded and the product is performing according to specifications.